Event description:
It was reported that the patient was hospitalised with high blood glucose levels and elevated ketones on (B)(6) 2026. The patient¿s blood glucose levels rose to 570 mg/dl while wearing the pod longer than 48 hours. It was reported that the cannula had become dislodged from the infusion site. Reported symptoms include stomach pain, vomiting and constipation. The patient was treated with fluids, manual insulin and miralax (polyethylene glycol 3350). This incident was reported on (B)(6) 2026 and the patient remained hospitalised at that time.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.